Event description:
A customer contacted stryker to report that their device had powered off unexpectedly when pressing the event button during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.